Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 3 months post implant of this 12mm pulmonary valved conduit in a (B)(6)-old pediatric patient, it was explanted and replaced with an 18mm pulmonary valved conduit of a different model. The reason for replacement was not reported. No additional adverse patient effects were reported.